Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one e endeavor sprint rx drug-eluting stent implanted to the mid circumflex. On the same day a myocardial infarction (mi) occurred. The reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164-2011-01390 and 9612164-2011-01391).

Manufacturer narrative:
Clopidogrel and asa continued from block. Evaluation results inherent risk of procedure (myocardial infarction) continued. (B)(4).